Event description:
This pencil was involved in a burn to the dr and pt. "The dr holding the pencil rec'd burns to his hand while using the touch technique. A pt injury also occurred when the current delivered to the tissue caused a surgical effect some one and a half inches away from the point of contact with the tissue.

Manufacturer narrative:
The returned pencil was in excellent condition with no damage seen. The pencil passed all functional testing and interface testing with an esu generator. No evidence of malfunction was found. The pencil operated as expected. The pencil only activated when the buttons were pressed and stopped when the buttons were released. The pencil most likely was not experiencing any malfunction at the time the dr was burned, and the pt. Also, rf current cannot jump from an area it's being directed into and cause a surgical effect in another area some one and a half inches away. The dr was mostly likely burned by touching the electrode blade soon after it was activated and the pt burned when the pencil was placed on him/her. Recently activated electrodes can still be hot enough to cause burns.